Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 399.6 mg/dl and ketones identified as life threatening by a health care provider. The customer was treated with intravenous fluids of saline and insulin to address their bg. The customer was discharged 2025-11-19, with the issue resolved and no permanent damage. Customer changed the pump supplies and resumed insulin delivery.